Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
Related manufacturer reference number: 2938836-2019-13544. It was reported that the patient presented to an implant procedure. During the procedure, high capture threshold was observed on the right ventricular(rv) channel once the rv lead was connected to the pacemaker. The rv lead capture threshold was normal when tested with an external analyzer. The physician opted to keep the device and rv lead implanted. No additional intervention was performed. The patient condition was stable and will further be monitored.